Event description:
A customer reported to baxter (B)(4) of a dehp free solution administration set with injection site in which customer observed holes in the tubing. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the defective sample was not available for evaluation; however, the photographs of defective samples were available for visual inspection. During visual inspection, no defects were identified and the reported condition was not confirmed. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.